Manufacturer narrative:
The time of the event was not given but on the day of event there were 4 ventilation periods. 2 of them are the most likely ones and were evaluated. The first lasted 30 minutes and the second lasted 48 minutes. In between them, the ventilator was in the standby mode for 20 minutes. Both these ventilation periods were in the simv prvc (pressure regulated volume control) + ps mode of ventilation. The ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to the set upper pressure limit. The evaluation of ventilator¿s logs for the 2 ventilation periods confirms the reported high pressures. According to the hospital, the expected pressure was 25 cmh2o that was measured by another ventilator of another brand with the same settings. In addition there were also other alarms. The 30-minute period exhibits lower the volumes than set most probably due to leakage which caused self-triggering of the ventilator. The 48-minute period exhibits volumes that were near zero most probably due to increased expiratory resistance. There is nothing to indicate that there was a ventilator malfunction at the time. The pre-use checks before and after the event were successful. There are no technical error alarms. There was poor ventilation for 1 hour and 40 minutes during the 2 ventilation periods including the standby period. The cause of the desaturation could have been due to poor ventilation but this was not due to a ventilator malfunction. Reference exemption #: e2008006s01 getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, while the ventilator was connected to patient, the airway pressure was higher than expected. The patient saturation decreased to 80% and the patient needed supplemental oxygen. The ventilator was replaced. The final patient outcome is no injury. (B)(4).